Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion consistent with friction to device can. The cause of noise oversensing was isolated to the exposure of the ring electrode conductor cable from the abrasion zone.

Event description:
Additional information received noted that the noise oversensing caused pacing inhibition. The right ventricular lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. No interventions were performed. The patient was in stable condition.